Event description:
It was reported that the device indicated elective replacement (eri) in less than four years; it had unexpected longevity. During the replacement procedure, the new device setscrew was not able to be retracted. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products : 5568 implantable pacing lead (B)(6) 2010; 4196 implantable pacing lead (B)(6) 2010. (B)(4).